Event description:
Caller reported cartridge alarm 30 occurring during pumping. There was no reported adverse impact on customer's blood glucose level. Customer will continue using the current pump and multiple daily injections (mdi) as backup therapy.